Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer's blood glucose level at the time of incident was 41mg/dl. The customer's most current level was unknown. The customer states they had emergency medical services personnel respond to their low blood glucose levels, and helped bring it up. The customer states they declined to go to the hospital. Troubleshoot was conducted. The customer was advised to monitor the device, and contact their healthcare provider about their low blood glucose. The customer was advised to call back if issues persist.